Event description:
Hosp in (B)(6) reports the tip of a matrixneuro screw broke during insertion. The surgeon was unable to retrieve the fragment and it currently remains in the pt. The surgeon used another screw to complete the procedure. The procedure was delayed approx 30 minutes.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.